Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: severe capsular contracture baker grade IV and a possible rupture.

Event description:
Healthcare provider reported a right side severe capsular contracture baker grade IV and a possible rupture. Additionally, healthcare provider reported "hardening painful breast" and "calcified granulated". Healthcare provider additionally reported in regards to the rupture that "it was a crease crack". The device has been explanted. An anterior capsulectomy and a circumferential open capsulotomy were performed.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: no observed. Capsular contracture: unable to observe, since it is a medical event. And is not related to the device. Calcification: no observed. Crease/fold of implant: observed. No additional observations. No further actions are required, as no issues with the manufacturing process are observed.

Event description:
Healthcare provider reported, a right side severe capsular contracture, baker grade IV. And a possible rupture. Additionally, healthcare provider reported, "hardening painful breast" and "calcified granulated". Healthcare provider, additionally reported, in regards to the rupture, that "it was a crease crack". The device has been explanted. An anterior capsulectomy and a circumferential open capsulotomy were performed.